Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the meshgraft ii, part number 00219500100, will not be reviewed as a limited investigation is being performed for this complaint. The product meets the applicable acceptance criteria and complaints are monitored through monthly meetings in order to identify potential adverse trends. On (B)(6) 2019, it was reported that the cutting part doesn¿t work properly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Product review of the meshgraft ii by flextronics on (B)(6) 2019 revealed that device functioned as intended and passed all required testing. The ce mark was missing from the device however that is a customer approved failure. Repair of the meshgraft ii was not performed as the device functioned as intended and passed all required testing. The root cause of the reported event cannot be specifically determined with the provided information because the device functioned as intended and passed all required testing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the cutting part doesn¿t work properly on the device. There was no patient involvement.